Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image occurrence which cleared up after aeration and unlisted scope communication error was observed. The service repair technician, indicated that the most likely cause of the no image occurrence and the scope communication error was due to expected or random component failure. There was no patient involvement.

Manufacturer narrative:
There is no reported complaint as this device was returned for asset return. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.